Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) moved inside the patient's eye. The date of occurrence was not provided. The doctor took the patient back to surgery to reposition the lens on (B)(6) 2015. The patient was under power and the lens was not on the correct axis. The doctor explanted the lens and there were no injuries reported. The event was uneventful. The replacement lens was successful and the patient is doing good. The replacement lens was the same model; a smaller diopter, 17.5 was implanted. The lens was cut in half and discarded. No further information was provided.

Manufacturer narrative:
There was no visual inspection of the lens as the lens was discarded. The complaint can¿t be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The dimensional inspection performed at lens generation was reviewed. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. Iol dislocation is listed as potential adverse events during or following cataract surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.